Event description:
According to the customer, on (B)(6) 2024 the nebulizer that she uses for administration of a "sodium chloride solution" stopped working.

Manufacturer narrative:
According to the customer, on (B)(6) 2024 the nebulizer that she uses for administration of a "sodium chloride solution" stopped working. The customer reported she went "multiple days" without the nebulizer and became short of breath requiring her to go to the hospital. The customer reported she was admitted to the hospital for "4 days" and diagnosed with "exacerbated copd and pneumonia". The customer reported she was treated with oxygen, antibiotics, steroids. The customer reported she requires the nebulizer for her diagnosis of asthma, allergies, and lung cancer. No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.